Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patients blood pressure was low following extubation. A transthoracic echocardiogram was performed and ruled out a pericardial effusion. The patient was discharged from the hospital with no treatment or intervention. Later that evening the patient began to have trouble breathing and the patient died. The cause of death is unknown.